Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned and is presumed yet implanted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that an expired tibial insert was implanted in the patient. During surgery, an expired implant was opened on the field. Prior to implanting, the situation was discovered and the doctor was made aware. Since it was the only insert of the selected size at the hospital, the surgeon decided to implant the product.